Event description:
It was reported that an unspecified quantity of nitroglycerin sets had air in the line. The issue was further described as the set "developing a lot of microbubbles and not functioning correctly." This occurred during patient infusion with an unspecified medication at a rate of 600 ml/hr. The nurse attempted to troubleshoot the issue by reducing the infusion rate, however the issue persisted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.